Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. The patient was noted to be lv pace therapy dependent. In response, the programmed lv lead output and vector were changed. The lead remains in-service. No patient symptoms or adverse patient effects were reported.